Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.

Event description:
On (B)(6) 2009, the pt was treated for an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On (B)(6) 2010, CT showed a small type ii endoleak. No aneurysm growth was noted. On (B)(6) 2010, CT showed a small type ii endoleak. The aneurysm sac remained unchanged.